Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced feeling of warmth and electricity at the implant site. This ICD remains in service and will not be returned. No adverse patient effects were reported.